Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output. An invasive procedure was performed to explant the ipg. A vigor, model 1230 was implanted.